Manufacturer narrative:
(B)(4)

Event description:
It was reported, the patient stated their device was not working like it was supposed to. It was stated their therapy had not been as satisfactory as they thought it would be since implant. It was noted, the patient thought the device would help them sleep but the patient still woke up every 1.5 hour like before they had their implant. It was stated once in a while they could sleep three hours and when they slept in a chair they could sleep all night. Reportedly, the patient¿s doctor told them if they were sitting they wouldn¿t urinate as much. It was stated, the patient didn¿t feel any vibrations or numbness like the last time they saw their doctor. It was noted, the patient never had therapeutic effect. Additional information received reported that the patient got a call from a manufacturer representative about 3 weeks ago saying they were the one who needed to adjust the programming. The patient had not heard back and was trying to get in touch with the manufacturer representative. It was reported that the patient experienced a loss of therapeutic effect and thought that the device was not working right. One day the patient realized they were not feeling the vibration and called their health care provider (hcp) and they referred the patient to call the manufacturer. It was noted that the patient could not narrow down when this happened but they talked to someone before and was expecting the manufacturer representative to call them back but all they got was a letter with a form to fill out. The patient was going to call their manufacturer representative. Additional information received reported that the manufacturer representative talked to the patient on 2014 (B)(6) and they had plans to meet this week to reprogram. Additional information received reported that the patient¿s implant was no longer working and they could not get a reading with the clinician programmer so the patient was being rescheduled for a battery replacement. It was noted that no intervention was needed. The patient was scheduled for a battery and possible lead replacement on 2014 (B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# va01q8q, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had to cancel their replacement due to shingles and would be rescheduled in june.